Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on (B)(6) 2014, the patient had a blood glucose of 352 mg/dl with thirst, frequent urination and trace ketones. During troubleshooting, the reporter alleged that the pump was rebooting unrelated to battery changes. There was no damage to the pump or battery cap, and no corrosion noted. The patient replaced the battery and the pump was able to power on. The pump is being replaced. This complaint is being reported because the patient experienced hyperglycemia and the intermittent power issue was not resolved.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/29/2014 with the following results: no defect found. No power issues were observed in the black box. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. Pump powers on normal with no alarms. Pump passed delivery accuracy test and found to be delivering within required specifications. The pump was exercised for 24 hrs with no alarms or power issues occurring. The battery cap contact height and width were found to be in specification. The pump was opened and no damage was found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4).